Event description:
A low impedance measurement was noted during follow-up. The physician will perform provocative testing during the next follow-up. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital due to a vibratory alert. Low pacing impedance was observed on the right ventricular (rv) lead in a stored electrocardiogram. Fluoroscopy revealed the rv lead to be in a normal position. No action was taken and the patient was stable.